Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient was feeling like she was going to lose consciousness, shaking and dizzy, she was dripping sweat, paleness and vomiting. The patient´s mother called an ambulance and the patient was taken to the hospital. There she was treated with d10 IV (dextrose). The patient was discharged after several days. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.